Manufacturer narrative:
E1 facility name: (B)(6). To date the device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the flushing pump had a water transmission malfunction with an artificial water injection to assist normal completion of a diagnostic procedure. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation was confirmed due to component failure of the pump head. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flushing pump had a water transmission malfunction with an artificial water injection to assist normal completion of a diagnostic procedure. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.